Event description:
Additional information received indicating: surgeon letter (english) ad 08 jan 2020 were reviewed. On (B)(6) 2019, the patient suddenly felt severe pain in the left hip while running without any previous violent impact. The patient had been reporting pain in his left hip for about 5 months. During the physical examination, the left leg was shortened and externally rotated with painful restriction of movement of the left hip joint. The x-rays taken showed a fracture of the straight shaft prosthesis at the transition from the cone to the shaft section. On (B)(6) 2019 the patient was revised. The inserted corail shaft prosthesis was changed to a cemented polar shaft standard smith & nephew prosthesis with a size 12/14 eurocone and size 36 ceramic head.

Manufacturer narrative:
Product complaint (B)(4). H6 patient code: no code available (3191) used to capture the surgical intervention and medical device removal. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture blood heavy metal increased.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : updated: feb 20, 2020 the device was returned for examination. Visual examination of the device confirms the reported material fracture. Evaluation by a depuy material scientist found no material or manufacturing defects in the femoral stem that could have contributed to fracture initiation and/or propagation to failure. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : lot 5025415. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. Device history batch : null. Device history review : the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"2010 conversion of a resurfacing prosthesis on the left (type asr, depuy synthes) to a cementless corail stem prosthesis of the same company with short neck adapter sz. 12. 2014 revision of the left hip joint, chanof cup to a sz. 60 pinnacle cup with sz. 60 marathon inlay + 4, 10 ° elevation with implantation of a sz. 36 l hip head made of steel. 13-aug-2019: while walking, without external force, suddenly severe pain in the left hip. Patient has already had discomfort in the left hip for about 5 months. Physical examination found the left leg shortened and in outward rotation, movement in the left hip not possible because pain. The radiographs showed a fracture of the cone at the transition to the stem portion."